Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis underwent an implant procedure with an evolut pro+ valve, 26 millimeter, at the aortic valve location. The patient had comorbidities including insulin-treated diabetes mellitus, dyslipidemia, coronary artery disease, and a history of acute myocardial infarction, previous coronary angioplasty and chronic atrial fibrillation. Ongoing pharmacological therapies included asa, thienopyridines, beta-blockers, furosemide, statins, and nao. Following the procedure, moderate paravalvular leak (pvl) was observed at the posterior site and standard electrocardiography was conducted, confirming left bundle branch block. No treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.